Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. The patient was doing physical activity at the time. The clinic did some system testing and reprogramming. Later, the patient was checked and there was noise in all of the sensing vectors. The physician elected to explant and replace the system with a new one. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanation. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. The patient was doing physical activity at the time. The clinic did some system testing and reprogramming. Later, the patient was checked and there was noise in all of the sensing vectors. The physician elected to explant and replace the system with a new one. There were no additional adverse patient effects.